Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Surgeon reported: unit had difficulty expanding....squeaked during expansion....and would not contract at all during final placement. No patient harm reported other than extended anesthesia time. Surgical delay of 30-45 minutes reported.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx-600 d digital microscope. Panasonic dmc tz8 digital camera. Inserter mf800r. First we made a microscopic inspection. We inspected the teeth of the spindle collar and the threads of the spindle body. Both the eth and threads are in proper condition. In the next step we made a functional test. We applied the inserter and turned the driver clockwise and counterclockwise. The implant retracted and extended as expected. In the next step we "clamped" the implant between thumb and index finger. Even here the implant extended first, but suddenly the extension stopped, while the spindle collar turned. This phenomenon we noticed also during the retraction. The only noise noticed during those tests was a slight squeak caused by the instrument. Conclusion and root cause: the final root cause of the problem can not be determined without analysis at the manufacturer. We assume, that under load of the spindle collar starts to spin on the spindle body. No CAPA is necessary.